Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After all devices were implanted, an angiography revealed a type ib endoleak from the left leg. Ballooning was performed but it remained. A type ii endoleak was also observed. The physician decided to monitor the endoleaks. (*these endoleaks are captured in (B)(4)) on an unknown date in (B)(6) 2022, at a follow-up visit, it was observed that the trunk ipsilateral leg endoprosthesis moved distally and dropped into the aneurysm sac and the aneurysm was enlarged. On (B)(6) 2022, a reintervention was performed. Two stent grafts (endurant and excluder - aorta extender endoprosthesis) were implanted proximally. After stent grafts were implanted, an angiography revealed no endoleaks. The patient tolerated the procedure.